Manufacturer narrative:
Results of investigation: vyaire medical received th device for evaluation.visual inspection on the flow valve found no visible damage or defects. Installed in a known good lap top ventilator. Performed stepper motor synchronization test per ltv 1200, 1500, and 1100 service manual. Device passed step test with a result of 5 step errors. Proceeded to tidal volume test per ltv service manual. Verified vhome trim calibration with flow set to 10 and using an external flow analyzer.tidal volume test was then performed and found to be passing on all count. The reported complaint was unable to duplicated. The valve was tested against service manual procedures and was found to be delivering within specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer requested a warranty replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the laptop 1200 ventilator tidal volume is unstable. At this time, there is no information regarding patient involvement.